Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 46 to over 500 mg/dl, with memory loss and falling/bumping into stuff. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the fluctuating bg levels. Customer gave a correction bolus via the pump and required help to consume juice to treat bg levels. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.